Manufacturer narrative:
Evaluation summary: the product was not returned or released to datascope for evaluation.

Event description:
The guidewire was not inserted because it was deformed. (Event complications: none from the event - reported 12/9/97.) (Pt's current status: unk - rpt'd 12/9/97.)